Manufacturer narrative:
Updated to reflect the information received on 2019-jun-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-jun-05. It was clarified that the event was related to the surgery or anesthesia of the implant procedure. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump for non-malignant pain. It was reported the patient had a severe headache when standing on (B)(6) 2019. The clinical diagnosis was spinal headache. The patient was told to come to the hospital for the a blood patch. It was indicated the event was related to the implant procedure during a trial procedure. A blood patch was completed on (B)(6) 2019 and resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) lbs. Additional information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019. The serial number of the patient's pump was provided. No further complications were reported.